Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 39 mg/dl, sweating, and disorientation. Reportedly, the customer delivered an additional correction after the pump's control iq feature delivered an auto bolus in response to customer's prior bg level. Bg was addressed via consumption of liquid glucose. No additional information was provided.